Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that following right side small bowel resections the patient developed an anastomotic leak within one week. The leaks were self resolved.

Manufacturer narrative:
(B)(4). Date sent: 11/16/2022. Additional information received: a gst60g, pcee60a, and tx60g were used case was performed in a 2-3 week period of last week in (B)(6) and had a bleeding issues 1-3 days post op and all were resolved without any additional surgical interventions. We closed the common channel with a ta 60 green loac stapler. This went perfectly. There was no leakage or abnormalities. We reinforced the staple line with 3-0 vicryl. Hemostasis was controlled on the staple line with gentle electrocautery, verified with no defect on gentle palpation. I saw no succus or any question that there could be a leak.